Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer called and reported experiencing high bg levels (334-500 mg/dl) while wearing a pod. After switching to a new pod, her bg levels continued to be high. Although an occlusion alarm was reported, the customer stated there was neither blood nor a kink in the cannula. The pod will be returned for eval.